Manufacturer narrative:
(B)(4). Evaluation summary: the suture mediated closure (smc) system was returned for analysis. Although a suture break was not confirmed, the observed link detached from the anterior cuff could appear similar to a suture break; therefore, the reported event is confirmed. Based on a visual/functional inspection analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A definitive cause for the reported event cannot be determined. The additional proglide device used to achieve hemostasis appears to be related to circumstances of the procedure. It should be noted that the perclose proglide instructions for use, states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a coronary interventional procedure. Reportedly, a suture break occurred; the device did not suture the vessel. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.